Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. In addition, the patient's other underlying risk factors which included his younger age at implant and history of congenital heart disease likely contributed to this event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that this patient with a bioprosthetic aortic valve, implanted for nine (9) years and three (3) months, underwent a valve-in-valve procedure due to severe aortic stenosis. A tavr was successfully performed with an edwards transcatheter valve. There were no complications. Postop tee showed no aortic insufficiency or perivalvular leak and good function. The mean gradient was less than 10mmhg. The patient was discharge home in hemodynamically stable condition on pod #1.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.